Event description:
Customer called stating she received a motor error alarm while priming. Advised a loaner insulin pump would be sent out. Customer states she had no more insulin. No blood glucose level was given. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.